Event description:
It was reported that during an unspecified angioplasty procedue, a balloon rupture and diffiulty removing occurred.the gladiator balloon ruptured circumferentially, leading to the balloon "tents/umbrellas/mushrooms out", with removal of the sheath and the balloon being grabbed with "curved kellys and pull it out creating a much larger dermatotomy".additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).